Manufacturer narrative:
(B)(4). Info was not provided by the initial contact.

Event description:
It was reported that during an open gastric bypass roux-en-y procedure, the knife cut but the staples did not lay. Thus, the surgeon ended up hand sewing the bleeding cut line and then opened up another endocutter to finish the case without problems. Operating room time was extended by twenty minutes. There was no reported pt consequence.